Event description:
Contacted oral surgeon for additional details. It was reported that the top hex of the encode healing abutment was stripped. While trying to drill it the abutment, the internal threads of the implant were damaged in the process. The implant was removed and site grafted. Patient will return later to replace. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) ieeha455, (certain® bellatek® encode® emergence healing abutment 4.1mm(d) 5mm(p) 5mm(h)) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1266604. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266604 for similar events and no other complaint was identified. Review completed utilizing keywords: damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided d10: (B)(6), osseotite tapered certain prevail implant 5/4 x 13mm / lot number: (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while trying to drill it the abutment, the internal threads of the implant were damaged in the process. Due to the hex of the healing abutment being stripped, the implant had to be removed. Symptoms as a result of the event: pain.